Event description:
Complaint investigation when a health care facility reported receiveing a high reading of 81 mg/dl on a medisense precision xtra monitor when compared to a valid laboratory result of 65 mg/dl. These values when plotted on a clarke error grid fell into the "d" zone showing that the results were clinically significant. There was no report of death, serious injury or medical intervention associated with the event.